Event description:
The customer reported to customer service that the housing of the transformer to her pump in style breast pump had broken open exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply has been sent to the customer. The product was rec'd on (B)(4) 2013, though the product has been rec'd, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that her transformer had fallen apart exposing the underlying electronics, which is a safety risk. In f/u with the customer she did not report any fire, sparks or injury. Currently being investigated under (B)(4).